Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism not to deploy. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 2851 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. Correction (device available for eval: yes, date returned to mfg: 4/17/2019) the device had been received at the time of initial report. Correction (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 442mg/dl while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient stated that she does see that pink slide but she does feel it enter her skin. Treatment included giving herself corrections. The patient's blood glucose and insulin history is as follows: (B)(6).